Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl), on a patient, using the inform system compared back to back with a result of 25 mg/dl on the lab system when testing was performed less than 10 minutes apart. Reporter indicated that the patient was experiencing an "altered mental" state and was sent for a CT scan, which came back normal, after the hi was obtained. Reporter stated the patient was given sugar about one hour later after a 30 mg/dl result was obtained on another meter. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.